Event description:
Patient provided a bariatric static air cushion(molnlycke waffle cushion) at clinic visit. He sent a mychart message the next day that the cushion had burst and deflated and had no way to re-inflate. He was upset at the quality of the product that he was within the weight range.